Event description:
It was reported to nova biomedical by a consumer's caretaker that the consumer was unable to test her blood sugar because the test strips would not sip up control solution or blood. The recently discharged consumer was then taken back to the hospital. The inability to test her blood sugar in an emergent event makes this a reportable event. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.